Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) performed a safety disk leak test during the evaluation, but the issue could not be replicated. The unit passed all functional and safety tests in accordance with factory specifications and was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1: full initial reporter name: (B)(6). Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: e1 (initial reporter name & email).

Manufacturer narrative:
Additional information: e1(initial reporter) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that the cs300 experienced a safety disk leak. No patient involved.